Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 55 units and it was filled with approximately 119 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the original cartridge and declined further troubleshooting.